Manufacturer narrative:
The report received from the affiliate states that when deploying a smart control stent, the stent jumped approximately 1cm distally and leaving the proximal portion of the lesion uncovered. An additional stent was placed to fully cover the lesion. The target lesion was a moderately calcified and moderately tortuous left superficial femoral artery with a 90% stenosis. The product was properly inspected and prepped and no anomalies were noted. A contralateral approach was chosen for the procedure. It is unknown if the lesion was pre-dilated. The handle of the smart control sds was flat and straight outside the patient, it was noted that the locking pin was in place during advancement and removed prior to stent deployment. The sds was advanced past the lesion and then withdrawn back into the lesion prior to stent deployment. The procedure was successfully completed. There was no patient injury reported. The product was not returned for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time. It is unknown if unusual force was used in the attempt to cross the lesion as pushing the sds against resistance, which can be encountered during sds advancement through calcified, tortuous or stenotic vasculature, can cause the outer member to compress, thus contributing to premature stent deployment/stent jumping while the locking pin is still in. The IFU states, 'if resistance is met during delivery introduction, the system should be withdrawn and another system should be used.' With the limited amount of information available and without return of the product for analysis or films of the event it is not possible to draw a clinical conclusion between the device and the reported event. However, vessel characteristics and procedural factors may have contributed to the reported event.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Event description:
The report received from the affiliate states that when deploying a smart control stent, the stent jumped approximately 1 cm distally and so the proximal lesion could not be covered. An additional stent was placed to fully cover the lesion. The patient's age was unknown, but was a male. The target lesion was the left superficial femoral artery. It is unknown if the lesion was a de novo, but was moderately calcified and moderately tortuous. The rate of stenosis was 90%. The product was properly inspected and prepped and no anomalies were noted. A contralateral approach was chosen for the procedure. It is unknown if the lesion was pre-dilated. A smart control (7x80 mm 120 cm: complaint product) was delivered to the target lesion without difficulty and the stent was deployed with the handle of the smart control sds flat and straight outside the patient, but the stent jumped approximately 1 cm distally during the stent deployment and the proximal lesion could not be covered. Therefore, an additional smart control stent (7x40 mm) was placed at the proximal lesion and the entire lesion was fully covered. It was noted that the locking pin was in place during advancement and removed prior to attempting to deploy the stent. The sds was advanced past the lesion and then withdrawn back into the lesion prior to stent deployment. The procedure was completed without other problems. There was no patient injury reported.